Event description:
It was reported that the cartridge was unable to be removed due to pump casing damage underneath cartridge. Customer reverted to using manual injections for insulin therapy. Customer's blood glucose was 147 mg/dl. Pump was returned for investigation. A new cartridge was unable to be loaded to do contamination to the guide-rails.